Manufacturer narrative:
On 08-dec-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-nov-2021, mentor received additional information about the event: slight deflation of the patient¿s left breast prosthesis was reported. The patient developed capsular contracture (baker grade unknown) in her right breast post implantation. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 800cc gel breast prostheses. On 30-nov-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses when the right breast prosthesis deflated post implantation. The deflation was diagnosed by a healthcare professional. Additionally, it was reported that the left breast looks ¿wobbly¿ and it looks like there is no fill in it. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: "wobbly" left breast, deflation of right breast prosthesis. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).